Event description:
Portex 25 g whitacre spinal kit containing bupivicaine 0.75% did not have intended effect (numbness of operative site) in multiple patients. All kits were of the same lot number. Smiths medical directed hospital via e-mail (dated (B) (6) 2009) to discard the trays, which was done.